Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user attempted to announce a meal but the meal announcement button did not respond. While discussing the issue with the agent, the user was able to successfully complete the meal announcement. No further questions were asked, and no blood glucose impact was reported.